Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the rf communication with the rf telemetry head was very difficult to establish. Several positions were tested. The rf head was positioned near the head of the patient and the communication remained unstable. The rv continuity measurement has been very long to obtain. Reportedly, this makes the control of the device very difficult, with the risk of having an abnormal measurement that could lead to a re-intervention.

Event description:
Reportedly, the rf communication with the rf telemetry head was very difficult to establish. Several positions were tested. The rf head was positioned near the head of the patient and the communication remained unstable. The rv continuity measurement has been very long to obtain. Reportedly, this makes the control of the device very difficult, with the risk of having an abnormal measurement that could lead to a re-intervention.

Manufacturer narrative:
Preliminary analysis results did not reveal any anomaly: rf communication was disturbed during measurements because of environmental conditions.

Event description:
Reportedly, the rf communication with the rf telemetry head was very difficult to establish. Several positions were tested. The rf head was positioned near the head of the patient and the communication remained unstable. The rv continuity measurement has been very long to obtain. Reportedly, this makes the control of the device very difficult, with the risk of having an abnormal measurement that could lead to a re-intervention.